Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white, floating particles in the reservoir of a small volume intermate. This was observed after filling the device with meropenem and before patient use. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 30, 2014-october 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.